Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that a negative signal with st depression was observed upon testing of this right ventricular (rv) lead at implant. Suspecting a perforation the physician pulled the lead back immediately. It was noted that the patient experienced no symptoms with no change in blood pressure. No further information is available at this time. This lead remains in service.